Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "check back in 10 minutes" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced a seizure and was unable to self-treat. The paramedics were called and they took an unspecified blood glucose test. The customer was advised to go to the hospital but refused. Details of further treatment are unknown as the customer did not provide additional information. There was no report of death or permanent impairment associated with this event.